Event description:
The customer reportedly obtained a 150mg/dl and 85mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The strip information was not provided. The customer states that the meter has not been used in over one month. Replacement sent to customer.